Manufacturer narrative:
Multiple attempts for additional information has been requested regarding the product reported. The product reported is associated with a feeding tube. Based on the event description, the feeding tube was used not as intended.

Event description:
The customer states that the IV extension disconnected from the IV hub independently on IV of the baby weighing (B)(6). Within a 15 minute time frame, the baby lost 10-11ml of blood onto the bed. This resulted in a need for a blood transfusion and volume expander (nacl). This was noted post incident that there is a thread in the extension tubing that gives the illusion of the IV hub being secured; however, the tubing can easily pop off of the IV hub.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.